Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system was installed in 2005 and the failure occurred after 14 years of operation. Upon investigation the service engineer identified a problem with the generator and several printed wiring boards (pwbs) (d115 and d510). The returned pwbs (d115,d510) as well as the cabling harness were examined in detail and showed that two capacitors (c37 and c38) on the board d115 were defective due to a short circuit. The defect is caused by a decreasing capacity of the capacitor most likely due to aging. Both pwbs and the cabling harness were exchanged, and the system works as specified. The occurrence rate is below the defined threshold and no corrective action is necessary.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.